Event description:
Device malfunction: premature stent deployment, time of malfunction: while backloading the stent on the guide wire, symptoms/ae: none. It was reported that during a stenting procedure, the xpert stent was being backloaded onto the guide wire when the physician noticed the stent was already partially deployed. It was felt that the partial deployment was because the sheath which had been moved. A second stent was used to successfully complete the procedure. There was no reported adverse patient sequelae. Though requested, no add'l info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.